Event description:
The user facility reported that within five minutes of treatment initiation, the machine alarmed and blood was visible in the arterial dialysate (drain) line. Blood flow rate was 450; dialysate flow rate was 800. The leak was not visible at first, but when the machine alarmed, treatment was stopped, the blood was noted, and the test strip was positive at the drain line, estimated blood loss is whatever was in the circuit, at most 300 mls. The patient was asymptomatic, required no medical intervention, and was fine. Sample available.

Manufacturer narrative:
The device has not yet been rec'd for physical evaluation. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.